Event description:
It was reported that during routine follow-up, stored episodes of non sustained rv oversensing due to post-paced t wave oversensing were observed. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.